Manufacturer narrative:
An event regarding crack/fracture involving a mako impactor was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been 1 other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Blue impactor on baseplate impactor broke. Blue pka probe was out of spec. Hip array threads are not engaging properly. Pelvic array adaptor threads are not engaging properly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Blue impactor on baseplate impactor broke. Blue pka probe was out of spec. Hip array threads are not engaging properly. Pelvic array adaptor threads are not engaging properly.